Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was at elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Of note, this pacemaker's battery was designed to estimate remaining based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. This supplemental report was ceated due to correction on e1 to e4: initial reporter. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the battery status of this pacemaker was at elective replacement time (ert), however, the device longevity remaining was less than six months. The boston scientific technical services (ts) explained that the reason likely of the discrepancy was that the device just tripped ert the same time as that transmission and the longevity calculation had not updated yet. The ts also verified that there were no brady mode changes at ert besides losing rate response. The device remains in service. No adverse patient effects were reported. Additional information indicated tha the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery status of this pacemaker was at elective replacement time (ert), however, the device longevity remaining was less than six months. The boston scientific technical services (ts) explained that the reason likely of the discrepancy was that the device just tripped ert the same time as that transmission and the longevity calculation had not updated yet. The ts also verified that there were no brady mode changes at ert besides losing rate response. The device remains in service. No adverse patient effects were reported.